Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9077786. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced product damage/deformation and catheter tip damage/deformation. The product defects were noted during use. The following information was provided by the initial reporter:the patient was admitted to the hospital with "chronic renal failure" due to "sputum cough for 2 days" on (B)(6)2020. Intravenous infusion was given after admission, and intravenous indwelling needle was used to reduce the number of times of infusion. Closed vein indwelling needle intravenous infusion was applied at 8:30 am,(B)(6)2020, the infusion process was unblocked, and the positive pressure sealing tube was standardized. At 16:00 in the afternoon, this indwelling needle was used for transfusion treatment again. Firstly, the tube was flushed,there was no blood return when pumped back. There was resistance when nudged, the tube was pulled out immediately. It was found that there was blood blockage at the needle tip and a crack in the needle body. Then re-punctured, causing the patient a second puncture pain.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced product damage/deformation and catheter tip damage/deformation. The product defects were noted during use. The following information was provided by the initial reporter: the patient was admitted to the hospital with "chronic renal failure" due to "sputum cough for 2 days" on (B)(6) 2020. Intravenous infusion was given after admission, and intravenous indwelling needle was used to reduce the number of times of infusion. Closed vein indwelling needle intravenous infusion was applied at 8:30 am, (B)(6) 2020, the infusion process was unblocked, and the positive pressure sealing tube was standardized. At 16:00 in the afternoon, this indwelling needle was used for transfusion treatment again. Firstly, the tube was flushed,there was no blood return when pumped back. There was resistance when nudged, the tube was pulled out immediately. It was found that there was blood blockage at the needle tip and a crack in the needle body. Then re-punctured, causing the patient a second puncture pain.